Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller is not working at all since last night. Pt stated the controller was charged to 100% and they tried to charge the ins but the controller went blank / unresponsive. Patient put the controller on the ac power cord to charge but the green light is not flashing. Patient service specialist walked patient through a controller reset. Patient verified the controller powered on when plugged into ac power and the li battery pack is charging. Patient connected the recharger telemetry module (rtm) cord to the controller and verified that they are seeing the message connect the controller to ac power because the battery is low. Patient services (pss)  going to call patient back in 1. 5 hours to verify the controller has charged and pt is able to connect to charge the ins. Caller stated the member has filed a complaint against our office and they need to send a "request for response" form to our company. Caller is looking for a contact name/manager name and a fax number to send the form to. Caller stated that the "quality of care" department that called in yesterday (see rtg0484948) are a different group; they are "quality of service" and have separate files that need to be followed up on. Caller stated they have called in multiple times and no one is calling them back. Agent reviewed with caller that there was only one record of the pt calling in and apologized if they were trying to reach someone locally and they never responded either. Caller stated that what they need is to send a written notice to us regarding the complaint on the quality of care and then have our team send a written response. Caller stated they need documentation that it was actually investigated. Agent offered to call the pt back directly and try to help with their equipment issue and caller stated they would leave that to our discreti on. Agent reached out to pats management to determine next steps. Manager will follow up with the quality of service representative directly (rep is available today and tomorrow before 2:30 pm cst). Pss made an outbound call to pt and pt repeated that she is having issues charging the ins and keeping it charged. Pt stated she is on her way to an appt at her hcp office and a field rep is supposed to be there. Pss suggested that pt have the equipment checked by the field rep in office. It was reported the remote itself blacked out, even when on it below out. Patient tried many remedies. Patient expressed frustration. Patient stated they keep trying to find battery spot to recharge it and it was so much trouble. Patient stated they feel their shoulder pop when trying to recharge. Patient stated controller still not working; patient stated they reset it and was told they were going to do another surgery and remove it and replace with non rechargeable. Patient stated they tried to reset it 2x's and rep did a better job after telling them they were having rib pain plus went into the emergency room 2x's with an accidental overdose. Issue not resolved. Surgery will occur on (B)(6) 2023 to remove and replace with non-rechargeable. Patient voiced frustration.